Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. There was no reported impact to blood glucose. Upon follow up, intermittent out of range issues occurred. Customer reset pump and insulin delivery was resumed.